Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while inuse on a pt. There was no pt harm or injury associated with this event. The nellcor puritan bennett customer support engineer (cse) could not duplicate the event but he could verify the vent inop error code in memory. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.